Manufacturer narrative:
The reported failure of the supercap component is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: DHR review was performed for the complaint device serial number, h28562090e8e5 review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo was returned to a third-party service center due to a service alarm. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm condition indicating a supercap failure. The device's system board will be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.